Event description:
The customer reported via telephone call that the cannula was bent and the insulin pump did not alarm for no delivery. The customer inserted the infusion set manually and when the blood glucose was running high removed the infusion set. The customer reported that the cannula was bent and was not in the body. The blood glucose reading was 600 mg/dl. The customer treated with manual injection. The customer called back to following day to complete troubleshooting and the blood glucose was 182 mg/dl. The insulin pump passed the high pressure test. The customer was advised that the bent cannula was the reason for the high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.